Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider on (B)(6) 2017 regarding a patient receiving bupivacaine (21.76mg/ml at 5.44mg/day) and prialt (8.5mcg/ml at 2.125mcg/day) via an implanted infusion pump. The indications for use included post lumbar laminectomy syndrome and spinal pain. It was reported the patient's pump was refilled recently, and everything was fine then. It was noted that the time to elective replacement indicator (eri) was 13 months. The patient was reportedly camping on (B)(6) 2017 and started to hear the pump alarm. A motor stall occurred on (B)(6) 2017 at 11:31 with no other anomalies and no stall recovery as of the time of report. Electromagnetic interference (emi) was ruled out as the cause of the stall. They had been weaning the patient off of the intrathecal medications as the patient wanted "to get rid of it." The caller conferred with the doctor and patient, and stated that they wanted to permanently shut the pump off and then explant it. The pump off authorization form was sent in and the code was provided to shut off the pump. No patient symptoms were reported and no further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient's authorization with insurance had been sent. The pump had been turned off. The motor stall was resolved as the pump had been turned off.